Manufacturer narrative:
Patient weight is unavailable. The device lot number and expiration date are unavailable. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure using an sls laser sheath, a superior vena cava (svc) tear occurred leading to a sternotomy. Reportedly, the surgeon was able to repair the tear and the patient survived. No additional details are available.